Manufacturer narrative:
The patient has a history of hypertension. No history of diabetes mellitus, ischemic heart disease or chronic obstructive pulmonary disease. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All test results showed a pass condition. No quantity discrepancy was found. No deviations or non-conformances (ncr) due to discolored issues was generated during manufacturing. The review of the documentation for soft acrylic buttons inspection shows that all the lenses sampled had an acceptable haze level. No discolored issues were reported. Review of the raw material/manufacturing procedures was done and did not show any change in manufacturing method, inspections or specifications that were related to the complaint. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
It is unknown if there was any loss of bcva. The patient has diabetes mellitus type ii. No history of hypertension, ischemic heart disease, asthma. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that after implantation of an intraocular lens in the right eye for a cataract surgery, a patient experienced multiple spikes of intraocular pressure (iop).it is unknown when increased iop was first noted. In addition, during subsequent follow up, lens discoloration (lens turning brown) was noted. The patient is a steroid responder. This resulted in tunnel visual field (10 degrees) and developed glaucomatous optic neuropathy. He has since undergone glaucoma filtration surgery with control of the iop on (B)(6) 2013. On (B)(6) 2013, patient's visual acuity was 6/12 & iop was 13. No further information has been provided.